Manufacturer narrative:
During functional testing the catheter did not pass an irrigation test. Further investigation revealed fluid within the tygon tubing distal to the luer hub, outside of the irrigation tubing. This was due to an interruption of the curing process of the adhesive in the leur lock. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.